Event description:
Paramedics responding to a cardiac arrest, pt attached to disposable defibrillation electrodes. The device operator states, the device shocked the pt once then recommended CPR. Reportedly while performing CPR on the pt, the device delivered a shock to the pt and shocked the medic performing CPR. The reporter stated the environment was very noisy and the voice prompts of the device could not be heard. The device operator and the medic stated they did not hear the device charging. The pt was not resuscitated and the medic was not injured. The reporter stated device operation did not cause or contribute to the pt outcome. The reporter's opinion was based on an assessment of the pt's lack of viability.